Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead perforated in the heart wall during implant procedure. A pericardiocentesis was performed. All available evidence suggests that the lead remains in service. No additional adverse patient effects were reported.